Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the stent was difficult to position. A 6x80, 130 cm eluvia self-expanding stent was selected for treatment. During the procedure, the physician performed a common femoral endarterectomy along with an ipsilateral external iliac stent placement. However, upon deployment, it was noted that the stent extended into the area of the endarterectomy. It felt like it was deployed longer than 80cm. The same area was then stented with a shorter eluvia after removing the stent from the open endarterectomy, and the procedure was completed. The stent shaft had not been advanced very far into the patient, and the physician may have been holding the silver sliding portion of the delivery catheter, which could potentially lead to a deployment error. There were no patient complications as a result of this event.

Event description:
It was reported that the stent was difficult to position. A 6x80, 130 cm eluvia self-expanding stent was selected for treatment. During the procedure, the physician performed a common femoral endarterectomy along with an ipsilateral external iliac stent placement. However, upon deployment, it was noted that the stent extended into the area of the endarterectomy. It felt like it was deployed longer than 80cm. The same area was then stented with a shorter eluvia after removing the stent from the open endarterectomy, and the procedure was completed. The stent shaft had not been advanced very far into the patient, and the physician may have been holding the silver sliding portion of the delivery catheter, which could potentially lead to a deployment error. There were no patient complications as a result of this event.